Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: 11 unopened and 5 open racepacks. Reviewed the batch manufacturing record, this product had a normal process and the results during the process. There are previous complaints of this code/batch. There are no units in OEM stock. Two open samples had the needle detached and the thread still wound on the pack. Other three open samples had the needle connected to thread. The needle attachment of closed samples received was tested and the results fulfill the requirements of the OEM. Even though the results of the samples tested fulfill OEM requirements, taking into account the samples received with the needles detached, the complaint as justified. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this kind of incidents in the future.

Event description:
Country of complaint: (B)(6). Needle thread connection weak. Breaks off during routine procedure.